Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had displayed error message 255-202-2 was not identified during the customer call. The customer reported that the device failed preventive maintenance on unit 8015 and is displaying error code 255-202-2. The issue causing the device failure was explained to the customer in detail. The customer was informed that re-flashing the operating software may be required, though this action may or may not resolve the issue. If the software re-flash does not correct the problem, it was advised that the logic board may require repair or replacement, and the device may need to be sent to a service repair center for further evaluation. The customer was advised to contact support again if there are any additional concerns or if the issue persists. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had displayed error message 255-202-2. There was no patient involvement.